Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. No allegation of device malfunction was reported, and the device was not reported to be in patient use. During the initial evaluation, the device failed to meet the acceptance criteria of the evaluation process and was disqualified from recertification due to a no ac power condition. The technician determined that replacement of the system board and central processing unit board would be required to address the issue. In addition, several components were identified as physically damaged and/or missing, including the rubber feet, cable clamp, handle, front enclosure overlay, and rear enclosure, and would require replacement. No repair was performed. The device will be scrapped. The investigation is complete.

Manufacturer narrative:
The reported failure of no ac power is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.